Event description:
Arterial pump shut off at 0mmhg. This should not have shut off the pump since the pressure setting was -12 mmhg. There was no audible alarm. The pump could not be restarted; it was hand cranked until an older unit could be exchanged. There was not patient injury.